Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip crossed over on the first firing of each device. The device was then discarded and a new clip applier was used. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.